Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) unit is leaking helium and is making a hissing sound. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was able to troubleshoot the issue via phone support. It was able to be determined that the o-ring on the quick disconnect that pneumatically attaches the rescue to the cart was torn. In order to solve the issue, the o-ring was replaced (0354-00-0208), and the unit was then able to hold helium while connected to the cart. Onsite service was not necessary. All functional and safety tests were performed to factory specifications. The unit was then returned to the customer and cleared for clinical use. H3 other text: evaluation not requested by complainant.

Event description:
It was reported that during a pre-use check, there was a hissing sound on the cardiosave intra-aortic balloon pump (iabp) when the rescue was placed into the cart. There was no patient involved.